Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 13mm amplatzer septal occluder was chosen for implant using the 8f amplatzer trevisio delivery system. During the procedure, while deploying the device, the left atrial disc of occluder formed a cobra head configuration. This occurred as the device was expanding inside the body. The deformed occluder was retrieved from the patient prior to its release from the delivery cable. No contact occurred with intracardiac tissue during the deployment and no bends or kinks were observed in the delivery sheath. The procedure was successfully completed using a new 13 mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.